Event description:
Additional information later received reported that as of the day of this report the patient did not have concerns regarding their device or therapy. The patient had received assistance from their hcp and their concerns were resolved, appointment date (B)(6) 2015.

Event description:
The patient had ¿so much scar tissue they wanted to pull the pump out and put in a stimulator¿. Per the patient, ¿they couldn't even start because of the scar tissue he had built up¿. The patient was concerned about his catheter. In 2012, he went through surgery due to a granuloma. He ¿woke up in so much pain he wanted to die¿. The device system was delivering dilaudid. The hcps (healthcare professionals) determined he had the granuloma by an x-ray; they ¿saw it in the middle of his back¿. He had a 9 inch scar to get the granuloma out. He was now concerned that tissue would build up over the end of the catheter since the saline in his pump might be gone. He stated that he wouldn¿t be able to get another catheter placed due to the scar tissue. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)